Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the devices were cross threaded. There was no patient involved. Additional information was received that the event occurred on the back table while setting up before the patient was even inside the operating room. This was a wear and tear problem that had nothing to do with the patient or anyone else other medical personnel. Additional information was received that this product complaint was found to be a user error. It was later discovered that the inserter was not properly inserted into the trial implant therefore there was no actual wear and tear problem to be resolved with this product .